Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. Customer also reported having issues with the act button. It was also found the customer had a button error alarm on the insulin pump. Customer's blood glucose was unknown. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.